Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the down arrow keypad button has been sticking, and the pump will frequently remain locked despite button presses for the past 6 weeks. She noted that the down arrow button does not click and spring back when pressed, and sticks in the down position. The pt confirmed that the rubber keypad is intact, and stated that she wears the pump in her bra or on her waist.